Event description:
This issue occurred in valencia, spain, but is being documented as a precautionary measure because it involves a device that has been cleared in the us and meets the reporting requirements according to cfr 803.50 (2). During a litt (laser interstitial thermal therapy) surgery where the patient was under anaesthetic, an inaccuracy was observed. The inaccuracy observed was 20mm. The surgery was cancelled. The cause of the inaccuracy has not been determined yet. The possible impact of this inaccuracy is that it could cause damage if unintended structures are passed through, if it were to reoccur, and the incorrect part of the brain may be operated on. Although it is unlikely that this issue could result in death or serious injury, there is a potential for such an outcome in the worst-case scenario.

Event description:
This issue occurred in valencia, spain, but is being documented as a precautionary measure because it involves a device that has been cleared in the us and meets the reporting requirements according to cfr 803.50 (2). During a litt (laser interstitial thermal therapy) surgery where the patient was under anaesthetic, an inaccuracy was observed. The inaccuracy observed was 20mm. The surgery was cancelled. The cause of the inaccuracy has not been determined yet. The possible impact of this inaccuracy is that it could cause damage if unintended structures are passed through, if it were to reoccur, and the incorrect part of the brain may be operated on. Although it is unlikely that this issue could result in death or serious injury, there is a potential for such an outcome in the worst-case scenario.